Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; tool marks observed on the shield of the device; analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported the atrial lead dislodged during fidelis lead extraction. The atrial lead was replaced. The device was explanted with tools and the integrity of this device was questioned. No patient complications have been reported as a result of this event.

Event description:
It was reported the atrial lead dislodged due to fidelis lead extraction. The atrial lead was replaced. The device was explanted with tools due to the fidelis lead fracture and the integrity of this device was questioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Tool marks were observed on the shield of the device. (B)(4) no anomalies were found. The distal segment of lead was returned for analysis. Blood/body fluid was present on all conductors and in/on the helix mechanism. Visual examination revealed all conductors distorted, outer insulation breached/cut.